Event description:
(B)(4). Ever since I had this procedure I've experienced pain, weight gain, inability to lose weight, headaches, joint pain, abdominal pain, swelling, night sweats and increased depression.